Manufacturer narrative:
Evaluation codes: updated. One device was received. A visual inspection noted liquid crystal leakage in the liquid crystal display (lcd), cracked enclosure and tank cover, noisy pump, corroded drain fitting, bent micro switch, stripped interlock block, and faulty printed circuit board (pcb). Filled the tank with water, attached temperature check, plugged in line cord, and turned on the power switch to performed functional tests. The printed circuit board (pcb) would not allow any adjustments to settings or during calibration confirming the customer complaint. A root cause was due to a faulty printed circuit board (pcb) from wear of usage. A device history record (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the warmer had a main pcb failure. No report of patient involvement.